Manufacturer narrative:
The "date of event" and "device manufacture date" were updated. Only the battery box and 17ah batteries were returned. The returned batteries appeared to have vented (bloated).the charger was not retuned. Although an exact cause can not be determined, the most likely cause would be heat build-up from overcharging. - attachment: [5513 rpe signed.pdf].

Event description:
Provider alleges a strange odor was coming from the chair when they plugged in the charger. Provider also alleges the batteries started leaking.

Manufacturer narrative:
The device has not been available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges a strange odor was coming from the chair when they plugged in the charger. Provider also alleges the batteries started leaking.